Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found during evaluation. The cause of the iipv was determined to be: insufficient drain, one or more cycles advances to the next fill when slow / no flow occurred above the min drain volume threshold. A service history review revealed no previous service events were related to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration reading was 1495ml, indicating the home patient (hp) drained 1495ml more than their programmed fill volume of 2200ml. This information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011 regarding the iipv. According to the nurse she is aware that the patient has been having issues with drains, however, she was not aware of the patient's high ultrafiltration. The nurse stated that the patient had her catheter repositioned yesterday. The nurse will continue to monitor the patient's drains. There was no patient injury or medical intervention associated with this event.